Event description:
It was reported that the customer's insulin pump was not delivering insulin properly and she almost went into a diabetes ketoacidosis. The blood glucose reading was 478mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates and bolus wizard were correct. Advised the mother that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.